Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The customer requested clarification regarding the sterility of the product. The customer "indicated that the outer label indicates as a non sterile product but the insert indicates the package is sterile". There was no pt contact or injury reported. Integra confirmed with the customer that the product is non-sterile.